Event description:
It was reported that the user was unable to insert the catheter into the epidural needle. Therefore, a new kit was used instead.

Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter and needle with no relevant findings. The customer reported the catheter would not thread through the epidural needle. The customer returned one epidural needle w/stylet and wings, and one epidural catheter (reference files (B)(4)). The components were visually examined with and without magnification. Visual examination of the returned needle revealed that the needle appears typical. The needle bevel appears polished and smooth with no observed burrs. The needle cannula appears typical. No defects or anomalies were observed. Visual examination of the returned catheter revealed that the catheter appears typical with no defects or anomalies observed. A dimensional inspection was performed on the returned epidural needle. Inner diameter (ID) measurement of the returned needle revealed a value of 0.047" using pin gauges (c05157), which is within specification (0.46" minimum) per graphic j-05560-003, rev 9. A dimensional inspection was performed on the returned epidural. The outer diameter (od) of the returned catheter measured 1.06mm (caliper c05155) which is within the specification of a maximum of 1.115mm per graphic kz-05400-002; rev 9. A functional test was performed by attempting to thread the returned catheter through the returned epidural needle. The catheter was thread at the distal end and would thread through the epidural needle with no resistance met. A drag test was performed per pip-013, rev 3 using the returned components and a weight (c05406). The catheter could thread through the returned needle with no resistance met. The components passed the drag test. Specifications per graphic j-05560-003, rev 9 and kz-005400-002; rev 9 were reviewed as a part of this complaint investigation. A design history review was performed for part # j-005560-003 and kz-005400-002 as a part of this complaint investigation. There have been no material changes for these parts during the last two years that could have led to this complaint. A corrective action is not required at this time as no functional or dimensional issues could be found with the returned sample as the returned catheter threaded through the returned needle with no issues. The reported complaint of the catheter unable to be inserted into the needle could not be confirmed based on the sample received. The returned catheter could be thread through the returned needle with no resistance met. The returned components passed a functional drag test, and the returned needle ID and returned catheter od were found to be within specification. A device history record review was performed on the needle and catheter with no relevant findings. Therefore, there were no issues found with the returned sample.

Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the user was unable to insert the catheter into the epidural needle. Therefore, a new kit was used instead.